Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not start an interrogation during the incoming visual/functional check. However, after further analysis was performed, this failure disappeared, therefore, the root cause could not be determined.

Event description:
It was reported that although the power indicator light was lit, the remote monitor did not respond when the start button was pressed. Attempted to reset the monitor by unplugging and then reconnecting the power cord, but the situation did not resolve. Prior successful transmissions had been received from this monitor. The monitor was replaced. No patient complications have been reported as a result of this event.